Event description:
Two echo techs were attempting to remove the ergometer (exercise bike) from their stress echobed. The ergometer became stuck in the track and would not move at which point the techs began using more pushing/pulling force to remove the ergometer. At some point the force placed on the ergometer allowed the ergometer to release, however it caused enough momentum to propel the ergometer off the end of the stress echobed. The ergometer fell to the ground landing on the foot of one of the techs and broke the foot. No pt was involved in the incident.

Manufacturer narrative:
Upon investigation it was found that the tech was not using the product according to user instructions. The supervisor of the dept who made the report to medical positioning inc stated that the techs had been trained to not force the ergometer. It is apparent that misuse rather than device defect caused the event.